Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported dislodged stent was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during preparation of the 3.5 x 28 mm xience sierra stent delivery system, the sheath was removed, and the stent dislodged from the stent delivery system, remaining in the sheath. There was no resistance noted during removal of the sheath. The device was not used and there was no patient involvement. A second xience sierra stent delivery system was used without issue. No additional information was provided.